Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the right atrial (ra) lead exhibited loss of capture and loss of sensing due to dislodgement. Fluoroscopy imaging revealed that the ra lead was dislodged into the right ventricle. The ra lead was explanted and replaced. The patient was in stable condition.